Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level and they had to call the ambulance. Blood glucose value was 1.2 mmol/l at the time of the incident. Customer was treated with juice and peanut butter sandwich. Customers current blood glucose level was 11 mmol/l. The customer was assisted with troubleshooting for low blood glucose. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was not active at time of low blood glucose event. Customer alleged the insulin pump was over delivering. The device will not be returned for analysis.